Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels. It was stated that the customer gave himself too much insulin, and the paramedics were called. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer was told that he is more sensitive to insulin now, and doesn't need to give himself as much to treat his blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.